Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the old insulin pump won't get out of the prime steps so he can access his settings. Customer was receiving a compromised force sensor system alarm. Customer stated that he was unable to exit the preparing to prime loop. Customer stated that his settings have not changed since he uploaded to carelink when he first started on the pump. Customer already has a new pump. Customer's blood glucose was 180 mg/dl this morning and the issue occurred at noon. Customer stated that when he set up this pump, it was at 1 unit per hour.